Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: they begin to place the filter as they do very often, using this time femoral approach. When they were in place they detach the system but the filter did not opened, so it move the heart getting stucked at heart between rigt ventricule and rith ventricule where still is waiting a ne medical action. Patient outcome: a section of the device remained inside the patient¿s body, as the filter did not open and migrated to the heart and is now located between right ventricle and right atrium. The patient required additional procedures due to this occurrence, as the patient was moved to intensive care unit and awaiting next action.

Manufacturer narrative:
Manufacturer ref# (B)(4). B5: correction and addition of additional information. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: they begin to place the filter as they do very often, using this time femoral approach. When they were in place they detach the system but the filter did not open, so it move to the heart getting stucked at heart between right ventricule and rigth atriume where still is waiting next medical action. Patient outcome: a section of the device remained inside the patient¿s body, as the filter did not open and migrated to the heart and is now located between right ventricle and right atrium. The patient required additional procedures due to this occurrence, as the patient was moved to intensive care unit and awaiting next action. Additional information received 11jul2022: the patient is deceased.

Event description:
Additional information received 06oct2022: the patient were moved to intensive care unit. After a few hours the filter opened. Finally patient die.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: multiple angiographic and fluoroscopic images were provided for imaging review. Per the complaint report, following the inferior venacavogram which demonstrated normal ivc anatomy, a gunther tulip ivc filter was attempted to be deployed via the femoral approach. Upon releasing the ivc filter, the device "does not open and migrated into the heart". On the images submitted for review, this confirms the ivc filter is in a collapsed configuration and is located at the junction of the right atrium and right ventricle. Given this configuration, the device did not perform appropriately as it did not expand upon release from the ivc filter deployment system, and predominantly contributed to the outcome. There may be addition contributing factors such as thrombus or fibrin forming within the deployment sheath inhibiting the expansion of the ivc filter, but this would be very unlikely. Given the location of the ivc filter, open heart surgery would need to be performed to retrieve the filter without causing further damage. Unfortunately, the complaint report does conclude with the information that the patient died but does not specify if it was related to the device or other causes. An unused device like the complaint device was returned for device evaluation and no nonconformances were observed on the filter and the filter was able to expand. The cause for the reported failure cannot be determined, based on the device evaluation. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and imaging review an exact cause cannot be established. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding if the filter is deployed in a thrombus, or the filter legs are caught in a clot, and ¿failure of filter expansion/incomplete expansion¿ is listed in the instructions for use as a potential adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 19jul2022: patient with pulmonary thromboembolism who requires implantation of vena cava filter. An approach to the right femoral vein and inferior cavography is performed, showing preserved permeability an caliber. The filter is implanted in the infrarenal position. When the filter release system is activated, said device does not open and migrates into the heart cavities. The posterior control shows a folded filter, without deploying the lower legs, between the atrinic and right ventricle, probably in the valve. The patient does not present symptoms derived from the event. The possibility of removing the device is assessed, requiring a request for special material, assessment in session with the ICU and cardiac surgery. Then, another günther tulip filter is implanted in the infrarenal vena cava, without complications.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.